Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) an autofill failure alarm on a cs300 during use. No patient harm or injury was reported. (B)(6) sent a photo of a broken fill port which was the cause of the autofill failure. (B)(6) said the patient has been extremely jumpy and erratic with his movements. (B)(6) tagged the pump for biomed, and I collected complaint information. She was very appreciative of the support. Notified: (B)(6). Repair service not done.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The rn, called for assistance with an autofill failure alarm. The rn said the patient has been extremely jumpy and erratic with his movements. The rn tagged the pump for biomed, and complaint information was collected. There was no harm or injury reported.